Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the shell confirms etch identification. Foreign debris is embedded in the porous coating. Inner spherical surface and rim face show scratches from attempted use. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty acetabular cup is associated with medially displaced fractures of the acetabulum and medial malposition of the acetabular cup and screws which project into the pelvis. Marked generalized reduced bone mineral density is a risk factor for acetabular fracture during implantation of the acetabular cup. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9; g3; h2. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the 52 mm failed to seat in the acetabulum. A 54 mm cup was implanted and the poly liner failed to lock with the cup, resulting in a fracture of the acetabulum. A ceramic liner was implanted into the 54 mm cup to complete the procedure with no other intervention for the fracture. There was a 20-minute delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 20123605 lot: 67185304 36mm i.d. Size e high wall liner. Cat: 20123606 lot: 66098514 36mm i.d. Size f high wall liner. E1: phone number: (B)(6). G2: foreign ¿ china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner failed to lock with the cup during insertion causing a fracture of the acetabular base. The cup collapsed and became non-functional. The cup was replaced with a larger size with no other intervention for the fracture. The new liner still could not be implanted. The procedure had to be completed using a ceramic liner. There was a 20-minute delay. Attempts have been made and no further information has been provided.